Manufacturer narrative:
This report was determined to be duplicate to MFR # 0002916596-2014-01183. The investigation findings were submitted under target MFR # 0002916596-2014-01183. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient expired on (B)(6) 2014. Due to hospital policy, no other information was provided.